Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a persistent malfunction alert 61 after restart, consistent with an external flash write error, and the device was replaced per guidance while blood glucose remained in the normal range. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the device and instructions to shut down the ilet, return the original using a provided shipping label, and perform a new start-up on the replacement, with continued cgm monitoring via the dexcom app or receiver. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.